Event description:
It was reported that this his bundle (hb) lead exhibited oversensing of noisy signals resulted in approximately 7 seconds of asystole. High out of range pacing impedance measurements were also recorded on this lead. These events ultimately led to a syncopal episode for the patient. Technical services (ts) was consulted and noted a possible anomaly in the header-pin interface. The device was subsequently reprogrammed. No additional adverse patient effects were reported. This hb lead remains in service. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".